Event description:
During a thrombectomy and revision of a gore-tex fistula, the embolectomy catheter end came apart while in use. Surgeon made a second incision in upper arm to remove the tip of the catheterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.